Event description:
It was reported that high impedance was found after the patient's generator was replaced. It was reported that impedance was ok outside of the chest pocket, but became high when the generator was placed inside the chest pocket. It was reported that the lead pin was fully inserted into the generator, and that impedance was within normal limits after the surgeon wrapped a silicon tube around the lead. There was no known physical trauma or manipulation of the patient that may have contributed to the high impedance. No additional or relevant information has been received to date.

Event description:
The patient's explanted generator was received and analysis of the device has been approved. The pulse disabled and end of service, or eos, warnings were set and the pulse disabled byte would not reset. Therefore, diagnostics and the fet could not be performed. With the case removed and the battery still attached to the printed circuit board assembly, or pcba, the battery voltage measured 1.98 v, confirming the eos condition. The vns generator battery was measured with calipers and found to be above the specification limits, indicating that a high current condition existed. The generator passed the postburn electrical test. A review of the internal data from the generator shows that lead impedances fluctuated throughout the entirety of the implant. Other than the pulse disabled condition, there were no performance or other adverse conditions found with the generator. No additional or relevant information has been received to date.